Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain/ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: creases were observed. Additional observations: ¿ deformation observed. ¿ white particles observed on the surface of the shell.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25jul2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade I.

Event description:
Patient reported left side "capsular contractive in breast and is very painful." Healthcare professional later reported left side capsular contracture, baker grade I and that the patient has been experiencing migraines. Device remains implanted.